Event description:
01/02/2000-admitted with gastrointestinal bleed, treated w/blood transfusions, egd-ulcerated stomach. 01/03/2000-chest x-ray revealed free air in abdomen pt went to or for repair of perforated viscus, oversaw bleeding duodenal ulcer. Was intubated on a ventilator. 01/04/2000-pt developed new onset atrial fib, was treated and converted to sinus rhythm. 01/05/2000-pt developing respiratory failure,"rul" pneumonia. 01/06/2000-nurses responded to alarm, heart rate and o2 saturations decreasing, improved with 100% ambu, developed wide complex tachycardia, acls protocol followed, family requested efforts to be discontinued per knowledge of pt's wishes. As per phone conversation with the FDA on 05/23/2000, reporter is writing to provide add'l info, which was used when completing the medwatch report on 04/27/2000. Based on the pt info available, facility has concluded that the ventilator failure could not conclusively have contributed to the pt's demise, and therefore, did not report death as a pt outcome code, nor did facility report the failure to the FDA. It was reported to the MFR in compliance with applicable law. The event occurred 01/06/2000. It was determined that prior to any reporting facility would have an independent firm conduct an investigation and analysis on the ventilator(which facility does not own). This investigation was completed on 01/27/2000. Facility received an interm memo from the agency highlighting the key points of their evaluation on 04/06/2000. The final written report was received on 05/04/2000. Facility then advised the vendor of the failure so they could conduct their own inspection and testing. Puritan-bennett was present at the facility on 04/17/2000. Following this, facility gathered a team to review the incident and all of the info gathered through the investigations by the outside agency and puritan-bennett. The physician and the ccu staff who were treating the pt completed a review of the records. They discussed the pt's current condition, medical history and reviewed the circumstances of the morning of 01/06/2000. The physicians were in agreement that when a person had decreased levels of oxygen in their bloodstream(becomes hypoxic), the body will respond by attempting to increase the heart rate(becoming tachycardic) as a means to compensate for this condition. As the hypoxia continues and the body can no longer compensate, the heart slows(becomes bradycardiac) eventually slowing to nothing(asystolic). At any time during the cycle, should the body become oxygenated, the heart rate will increase in rate to circulate the oxygen and quickly return to baseline once the oxygen levels in the tissues are restored to normal. This should only take a matter of minutes. When the alarms sounded for this pt, the heart rate was very low, but bradycardia was noted to be secondary to a heart block. When high concetrated oxygen therapy was initiated, the pt's heart rate began to rise, but inconsistent with hypoxia, the rise was only transient. The physicians present believed this was because this pt was not experencing a respiratory event, such as hypoxia related to failure of the ventilator to cycle, but a cardiac event that resulted in hypoxia related to the heart's inability to adequately circulate the oxygenated blood. The efforts to restore oxygen to the pt's tissues failed not because their respiratory system could not deliver the oxygen, but because their heart was unable to function properly. The staff attempted to resuscitate this pt for over an hour, treating their abnormal cardiac rhythms(pt had more than one potentially lethal cardiac rhythm) and eventually the family requested the efforts be ceased which is what ultimately resulted in the pt's death. Additionally, it was determined that while the ventilator did enter a failure to cycle mode and stopped operating, it did not fail to sound the necessary alarms to notify the staff(who did respond to the alarm). Therefore, it could not be concluded that the ventilator's failure to cycle was related to the pt's death. Based on these conditions, the initial medwatch was reported to the MFR on 04/27/2000 and the FDA was not contacted.